Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low sensor scan results and it is unknown whether the customer noted a trend arrow on the device. The customer experienced a loss of consciousness and was unable to self-treat, requiring glucose infusion by (B)(6) for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.